Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to be within specification, and an opening on the anterior. A visual and microscopic analysis was performed which identified an opening(striated) and creases(fold). Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device was explanted.